Event description:
It was reported the pt is receiving stimulation; however, the magnet feature for the pt's scs ipg stopped working. A replacement magnet did not resolve the issue. Pt is scheduled for x-rays and is scheduled to meet with a neuro-surgeon.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.